Manufacturer narrative:
(B)(4)

Event description:
It was reported that the non-sustained ventricular episodes were observed on the egms due to post-paced t-wave oversensing on the ventricular channel during a clinic visit. The patient was asymptomatic. The patient will continue to be monitored with no programming adjustments.